Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD (and returned electrode) operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock caused by signal amplitude reduction and noise oversensing. Non-physiological noise was also observed in two non-treated episodes. An in-clinic follow-up was performed and no noise nor signal amplitude reduction was obtained with pocket manipulations. Further review by technical services (ts) was requested for programming recommendations. Additional information was received. The s-ICD system was explanted and replaced for another s-ICD system. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock caused by signal amplitude reduction and noise oversensing. Non-physiological noise was also observed in two non-treated episodes. An in-clinic follow-up was performed and no noise nor signal amplitude reduction was obtained with pocket manipulations. Further review by technical services (ts) was requested for programming recommendations. Additional information was received. The s-ICD system was explanted and replaced for another s-ICD system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.